Event description:
The customer reported that the system displayed an iris potentiometer error message. This error message, in the 9600 system, will prevent the system from operating. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator hardware was retightened. The system was then found to be operating as intended.